Event description:
It was reported that during a stent placement, the device allegedly failed to expand. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. Additional complaints have been reported for this lot number. Customer complaint data are monitored and evaluated on a monthly and quarterly basis per product group and per individual failure mode as part of the quality management system processes. Investigation summary: the sample was returned for evaluation. On the returned sample the stent brake was found shifted in distal direction with damage which indicated that during deployment the stent adhered to the stent brake. The evaluation of the returned sample confirmed that the user experienced an expansion issue with the stent during deployment. A definite root cause for the reported event could not be determined. Labeling review: a review of the relevant instructions for use for this product was conducted. The instructions for use was found to address potential complications and adverse events such as incorrect positioning of the stent requiring further stenting or surgery, intimal injury, and malposition. H10: d4(expiry date: 07/2022), g4. H11: h6(result). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 07/2022).

Event description:
It was reported that during a stent placement, the device allegedly failed to expand. There was no reported patient injury.